Manufacturer narrative:
This lead remains implanted (but out of service); therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a left ventricular (lv) lead insulation issue was observed during a planned cardiac resynchronization therapy defibrillator (crt-d) replacement procedure. As such, the lv lead was surgically abandoned (it remains implanted but out of service) and another lv lead was successfully implanted. Besides the additional intervention, no other adverse patient effects were reported.

Event description:
It was reported that a left ventricular (lv) lead insulation issue was observed during a planned cardiac resynchronization therapy defibrillator (crt-d) replacement procedure. As such, the lv lead was surgically abandoned (it remains implanted but out of service) and another lv lead was successfully implanted. Besides the additional intervention, no other adverse patient effects were reported.